Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (beckton dickson true) 22 millimeter (mm) balloon due to the patient's calcified anatomy. Upon the first deployment attempt, an infold to the 4th node was identified. The valve was successfully placed at 3 mm on the ncc and lcc, and a post-implant bav was planned to resolve the infold. Upon the performance of the bav with another non-medtronic (beckton dickson true) 22 mm balloon, it was noted that it was difficult to get the patient's pressure down, causing a "pistoning" effect with the balloon, resulting in dislodgement of the valve above the sinotubular junction (stj). Subsequently, a second valve was implanted valve-in-valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} product ID {evfxplus-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: n/a product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} non-medtronic product ID: beckton dickson true 22 mm balloon catheter; lot #: unknown; ubd: unknown; implant date: non-implantable non-medtronic product ID: beckton dickson true 22 mm balloon catheter; lot #: unknown; ubd: unknown; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.